Event description:
"On (B)(6) 2011, the plaintiff underwent surgery wherein the sparc sling system was used to treat plaintiff's symptomatic urinary incontinence." The plaintiff's attorney alleges that "plaintiff now suffers pain, incontinence, prolapse, dyspareunia, and is in need of further treatment." It was also alleged that as a result of having the implanted mesh sling system, in her body the plaintiff has suffered damages including, past and future physical pain and suffering, emotional distress, loss of enjoyment of life; and partial disability.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.